Event description:
On (B)(6) 2016, pt presented to (B)(6) with stroke like symptoms and low flows on vad. He was found to have a l mca m1 segment occlusion, corroborating r hemiparesis and expressive aphasia. He was transferred to (B)(6). Ldh on admission 828. Echo on (B)(6) showed aortic valve opening with every beat. He was started on bivalirudin on (B)(6). On (B)(6), a stroke coe was called and pt was found to have a new r proximal mca. Pt went to ir for thrombectomy for r mi occlusion. On (B)(6), pt went operating room for hmii pump exchange through subcostal incision. A thrombus was identified in the pump.